Event description:
It was reported that the pacemaker was explanted due to normal battery depletion (nbd). The right atrial (ra) lead and this right ventricular (rv) lead were explanted as they were showing noisy signals. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119582.